Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance. During a review of system measurements for preparation for a magnetic resonance imaging (MRI) procedure, technical services (ts) noted that the bipolar impedance measurement was above 3000 ohms, deeming the system non-MRI compatible. No adverse patient effects were reported. This lead remains in service.